Manufacturer narrative:
Manufacturer spoke with dealer. The consumer is a known smoker and had burned themselves while using the concentrator. It's reported, the tubing attached to the concentrator is charred and attached to the unit. There is an area of the floor damaged as well. Consumer has sustained injuries to their nostrils, mouth and jaw area. Nature of complaint suggests smoking while device is in use. Current user guide and device labeling covers this area. Manufacturer is working to obtain the concentrator for evaluation. Malfunction is not confirmed. MDR filed based on serious injury.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00057. Product was not returned, only pictures were received. Injury alleged. Consumer alleges the concentrator caught fire while in use and burned the consumer. Tubing allegedly melted onto the floor. Extent of the alleged injury is not known at this time. Device was about 3 months old at the time of the complaint. Product was not returned for an evaluation. (B)(4) did an evaluation based on the pictures provided. Unit appears to have been involved in a fire originating from an external source. Conclusion: the visual condition of the cannula and the plastic surrounding the patient port is burned and rolled inward. Without the product we cannot make a clear determination. Maintenance history was unknown at the time of the complaint. Manufacturer spoke with dealer. The consumer is a known smoker and had burned themselves while using the concentrator. It's reported, the tubing attached to the concentrator is charred and attached to the unit. There is an area of the floor damaged as well. Consumer has sustained injuries to their nostrils, mouth and jaw area. Nature of complaint suggests smoking while device is in use. Current user guide and device labeling covers this area. Manufacturer is working to obtain the concentrator for evaluation. Malfunction is not confirmed. MDR filed based on serious injury.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00057 with invacare (B)(4) as the manufacturer. The correct manufacturer is invacare (B)(4). Manufacturer spoke with dealer. The consumer is a known smoker and had burned themselves while using the concentrator. It's reported the tubing attached to the concentrator is charred and attached to the unit. There is an area of the floor damaged as well. Consumer has sustained injuries to their nostrils, mouth and jaw area. Nature of complaint suggests smoking while device is in use. Current user guide and device labeling covers this area. Manufacturer is working to obtain the concentrator for evaluation. Malfunction is not confirmed. MDR filed based on serious injury.

Event description:
The consumer alleges the concentrator caught fire while in use and burned the consumer. The tubing allegedly melted onto the floor. The extent of the alleged injury is not known at this time.

Event description:
The consumer alleges the concentrator caught fire while in use and burned the consumer. The tubing allegedly melted onto the floor. The extent of the alleged injury is not known at this time.

Event description:
The consumer alleges, the concentrator caught fire while in use and burned the consumer. The tubing allegedly melted onto the floor. The extent of the alleged injury is not known at this time.